Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Session terminated as blood was leaking from the line. Screen taken and sent to lab. Patient was booked for line removal and new line insertion tom. Catheter was clamped using a dialysis blue clamp just above the bifurcation to prevent air entering the line and into the patient. Dressing applied over the clamp to secure it in place. Patient was sent home via hospital transport and advised to contact the renal ward urgently should he have any concerns. Arrangements made to bring patient back the following morning to have catheter changed.